Manufacturer narrative:
The investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The data logs were returned and reviewed. Per the clinical information provided and data log review, the root cause of the optical signal issue was not determined since product was not returned and insufficient clinical information was provided. The issue was either fiber break or an air gap.

Event description:
The user facility reported that a positioning signal not reliable alarm occurred in a patient on impella support while the patient was laying flat. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation into the reported "positioning issues" is still open at this time.the medical center did not return any impella products for benchtop analysis. Upon completion of the investigation a final report will be forthcoming. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-04357. B7 other relevant history, including preexisting medical conditions updated. D6a updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.